Event description:
The affiliate reported the customer alleged erroneously low white blood cell (wbc) results, for three patients, involving coulter act series analyzer. The erroneous results did not correlate with retest values. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the reported issue and replaced the vacuum isolation chamber, peristaltic pump tubing, sweepflow check valve, and primed the sweepflow to resolve the issue. The fse replaced the complete syringe assembly and pinch valves lv11 and lv12. The instrument conformed to the manufacturer's published performance specifications. Chamber; sweepflow.